Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer's pump case would not clip securely causing the pump to fall and causing the infusion sets to be pulled out. Subsequently, the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 344 mg/dl. The customer did not have an alternate method of insulin therapy available but declined follow up from tandem technical support to confirm an alternative method of insulin therapy was obtained.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen unresponsive issue was verified. Based on the analysis, the alleged cracked touchscreen issue could not be verified; however, a different issue was identified. No pump case was received for investigation therefore no evaluation could be performed for the pump case allegation.